Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'failed downstream occlusion test' was not reproduced. The device was tested for downstream occlusion with passing results. A review of the event history log( ehl) revealed 'downstream occlusion' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was found to be the force sensor out of calibration. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had failed downstream occlusion test. This occurred during the preventive maintenance. There was no patient involvement. No additional information is available.